Manufacturer narrative:
The hospital biomed performed planned maintenance calibrations.

Event description:
The hospital reported that, twice during a case, the unit had a failure that affected mechanical ventilation. The clinician cycled power and continued the case. At some point, the patient became hypercarbic. There was no reported patient injury.